Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the cardiac perforation and subsequent patient death could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a ventricular tachycardia ablation procedure, a cardiac perforation was found via ultrasound and the patient expired while the physician attempted to resolve the bleeding via heart surgery. The physician alleged the ablation catheter as being the cause of the perforation and the location of the perforation was on the lateral wall of the left ventricle. During the procedure, no patient symptoms were noted. There were no performance issues with the ablation catheter.